Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) endo gia ii 60-3.5 sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the loading unit was fully fired. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. The returned sample as received by medtronic was found to meet specifications and the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that upon the first firing for feea with idrive, the device stopped in the middle of the firing. The surgeon pushed the blue button again. However, the device did not work. The surgeon pulled back the knife by pushing the silver button. Replaced by ultra manual handle, the device worked fine. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available.